Event description:
It was reported that the rotaglide was contaminated. A rotablator rotaglide lubricant was selected for use. During routine check, it was noted that a black sediment was seen in the device lubricant. However, there was no issue with the vial. The case did not proceed.

Manufacturer narrative:
B3 date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. E1: initial reporter address 1 - (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The complaint sample we received was already broached. Approximately half of the initial volume was left in the vial. A small dark particle was visible on the bottom of the vial. The particle was isolated by filtering the emulsion through a filter. The isolated particle was microscopically evaluated and clearly proven to be a stopper-fragment, which has been poked out of the stopper when it was pierced. Stopper-coring is unfortunately an issue, which cannot be completely avoided and which is not related to the quality of the product.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Initial reporter name and address: (B)(6).

Event description:
It was reported that the rotaglide was contaminated. A rotablator rotaglide lubricant was selected for use. During routine check, it was noted that a black sediment was seen in the device lubricant. However, there was no issue with the vial. The case did not proceed.